Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient received an scs system including an ipg on (B)(6) 2010. It was reported that she fell on the ipg and afterwards her stimulation ceased. No communication could be established with the device via the programmer. Surgical intervention was undertaken to replace the patient's ipg. No further complications were reported.